Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture or sterilization of the product that would contribute to this complaint condition. No non-conformances were generated during the production or sterilization of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during surgery to treat a distal radius fracture on (B)(6) 2016, the screw did not lock and passed through the second distal, radial side two-column plate hole after the surgeon had performed the drilling and inserted the screw through the guide block. The surgeon then removed the plate and the subject screw from the patient. Once the plate and screw were removed from the patient, the surgeon inserted the same screw into the same hole of the plate, outside of the patient's body, and the subject screw successfully locked. The plate was again applied to the surgical site; however, the surgeon opted not to use the second distal radial side hole of the plate and completed the surgery. There was a 20 minute surgical delay due to the reported event. There was no reported patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device was not implanted/explanted. A product investigation was completed: device history record review confirms that this part was manufactured according to specification. This lot was released after final inspection with no findings. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Microscopic investigation shows plastically deformation of the locking screw as result of mechanical overloading during insertion. The thread is completed deformed; therefore, measuring of the dimension is not possible. Visible signs clearly identify unaligned position of the locking thread of the screw to the plate as root cause for occurred deformation. As result of the damage at the thread, it was not possible to lock the screw as intended. No product fault could be detected; no indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.